Manufacturer narrative:
(B)(4). Concomitant medical products- cerclage cable with crimp # item 00223200228 lot 61683536, cerclage cable with crimp # item 00223200228 lot 61683536, cerclage cable with crimp # item 00223200118 lot 61182611, cerclage cable with crimp # item 00223200118 lot 61182611, femoral body - revision - nitrided - porous cementless taper neck # item 00999301735 lot 62071655, biolox delta ceramic femoral head 40 mm item 0087750402 lot 2868459. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05703, 0001822565-2018-05704, 0001822565-2018-05705, 0001822565-2018-05706 and 0001822565-2018-05708. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip revision procedure the patient experienced blood loss of 1000 ml.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon review of the event, it has been determined that this event was a result of a coinciding procedure, and will be reported under medwatch 0001822565-2017-08312. The initial report was forwarded in error and should be voided.